Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year post implant of this 35mm mitral annuloplasty band, the band was explanted and replaced with an 31mm annuloplasty band of a different model due to recurrent regurgitation. The physician reported a broken suture line and that the band was not anchored in the trigones. No additional adverse patient effects were reported.

Manufacturer narrative:
Added device manufacture date. If information is provided in the future, a supplemental report will be issued.